Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the printed circuit board (pcb), graphic user interface (gui) touchframe. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had screen blocked. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.